Event description:
The customer reported to olympus endoscope reprocessor, displayed the replacement of the detergent tank error (e95) and that issue has been ongoing and the customer had to prime the detergent and then they can complete some cycles but error returns.. The issue occurred during an unknown event. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there was a reprocessing issue. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Based on the investigation results, it is likely that the amount of aldahole input changed because the previous disinfectant solution could not be properly discharged due to a malfunction in the water level sensor in the disinfectant tank. However, the device was not returned to olympus; therefore, the event was unable to be confirmed. The event can be detected/prevented by following the instructions for use which state: "7.12 replacing the disinfectant solution draining the disinfectant solution" olympus will continue to monitor field performance for this device.